Manufacturer narrative:
The technician investigated and the account stated that they inspected the bed and it is functioning as designed. The account stated that when they first inspected the bed, the bed was locked out but the patient position module functioned correctly. The patient fell and a cat scan was performed on the patient and the patient was treated for minor bruising and redness of the head.

Event description:
The account alleged that a patient exited the bed and fell and the patient position module did not alarm. The patient was injured.